Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no findings were available. A field service engineer confirmed to the customer that the keyboard had been recovered. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a keyboard failure. A customer reported unable to get medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.